Event description:
Nurses felt considerable discomfort from shocks while performing CPR to patient in vf.

Manufacturer narrative:
The information submitted reflects all relevant data received. Further information not solicited at this time as the device tested normally. Analysis summary: no anomalies found. Other: it was reported that the nurses felt considerable discomfort from shocks while performing CPR to patient in vf. The patient died, however, it was reported that there was no reason to suspect device as the cause. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications, device evaluated and alleged failure could not be duplicated. Other (an appropriate device code cannot be identified).

Event description:
It was reported that the nurses felt considerable discomfort from shocks while performing CPR to patient in vf. The patient died, however, it was reported that there was no reason to suspect device as the cause.